Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5594 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that there was an alert two days post implant. On interrogation it was noted that right ventricular impedance was high, there was no ventricular capture, there were short interval counts, and there was oversensing in the atrial channel. The pocket was opened and it was determined that the set screws were loose and there was fluid in the header. The leads were removed and reinserted, and the set screws were tightened back down, which resolved the issues. The right ventricular (rv) lead was also repositioned to obtain better r waves. The leads and device remain in use. No patient complications have been reported as a result of this event.